Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced damage and excessive no delivery alarms. The customer's blood glucose reading was 360 mg/dl. The customer treated with 5.0 units of insulin. The customer reported damage to the reservoir tube lip. The customer received no delivery alarm and the o-ring popped out. The customer declined to troubleshoot for no delivery. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off and the reservoir does not stay locked in. The operating currents are within specifications. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. The insulin pump had missing reservoir tube o-ring, cracked case at the display window corners, cracked case at the reservoir tube window corners, broken battery tube threads and minor scratches on the lcd window.